Event description:
The customer reported that the live fluoro image looked like a subtracted image during use. At one point, the image went away completely. The customer was able to complete the case without patient injury.

Manufacturer narrative:
The ge service rep found loose pins in the lemo receptacle and broken video wires in the high voltage cable. He ordered a replacement lemo receptacle and high voltage cable to be shipped directly to customer.